Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was dead. Boston scientific technical services (ts) referred to the attending physician to clarify the meaning of device being dead. This device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicated that the device was at elective replacement indicator (eri) which was referred to as device dead by the clinic. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was dead. Boston scientific technical services (ts) referred to the attending physician to clarify the meaning of device being dead. This device was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information received indicated that the ICD device was found to be at elective replacement indicator (eri). The field representative explained that most likely when eri was discovered in clinic the staff referred to the device as dead. Generator change was completed with no adverse patient effects.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was dead. Boston scientific technical services (ts) referred to the attending physician to clarify the meaning of device being dead. This device was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information received indicated that the ICD device was found to be at elective replacement indicator (eri). The field representative explained that most likely when eri was discovered in clinic the staff referred to the device as dead. Generator change was completed with no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not confirm the reported allegation. Having met the engineering longevity prediction, automatically and functionally passed all returned product testing, and with no further information to indicate a product performance issue. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicated that the device was at elective replacement indicator (eri) which was referred to as device dead by the clinic. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.